Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bypass procedure, the device fired 2 reloads; however, during the final of second fire, the device did not fire and it was necessary to replace the device to complete the surgery. There was no patient injury.